Event description:
Customer called to report high blood glucose. The customer required assistance with changing the infusion set. Blood glucose reading was 461 mg/dl. The customer was on different medications for a back surgery performed recently. Customer's mother believes that the medications are causing blood glucose issues. The customer had treated with manual injection. Troubleshooting was performed. Customer refused troubleshooting for high blood glucose and only wanted assistance with changing the infusion set. Assistance was provided and the customer was able to deliver a correction bolus. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge. (B)(4).